Manufacturer narrative:
Date of post-operative device loosening is unknown. This report is for an unknown number of uss screws. Without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date. The complainant parts are not expected to be returned for manufacturer review/investigation. As specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2015 due to screw loosening. The patient's original surgery, which took place on an unknown date, was an l3-s1 posterior spinal fusion procedure utilizing a universal spine system (uss) construct. At an unknown point in time, the patient developed a nonunion at the l5-s1 level. There were no reports of broken hardware, but the screws had loosened in the bone in a number of levels. During the revision, an unknown number of the uss screws were replaced along with the addition of two (2) new uss screws at l2 and also at the ilium (construct was extended). No screws were placed in s1 as the screws from the previous fusion had created holes in the pedicles that were too big for a screw to have any bone purchase. The surgeon contoured new rods and connected them successfully. The procedure was successfully completed. The patient's post-operative status was reported as "stable". This report is for an unknown number of uss screws. This report is 1 of 1 for (B)(4).